Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported a stroke occurred post procedure. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A 30 mm watchman ® laa closure device was successfully implanted. The patient's international normalized ratio (inr) was 1.9 at the time of the implant. The following day, the patient was started on oral anticoagulant medication. The patient remained hospitalized due to treatment of an aspiration pneumonia. Two days later, the patient suffered a right sided ischemic stroke after placement of internal jugular (ij) central line.

Event description:
It was further reported that the patient is currently in sub acute rehab. They are talking and eating but have some paralysis on the left side.

Manufacturer narrative:
Describe event or problem updated. (B)(4).